Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr was submitted to represent the bard/davol mesh ¿ ventralex (device #1). An additional supplemental emdr submitted to represent the bard/davol mesh ¿ ventralex (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2012 - patient was diagnosed with incarcerated periumbilical incisional ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #1). Per op notes, ¿a round ventralex patch (device #1) was placed through the hernia defect using sutures.¿ on (B)(6) 2015 - patient was diagnosed with recurrent incarcerated periumbilical incisional ventral hernia thereby underwent open repair with the implant of ventralex mesh (device #2). Per op notes, ¿there was a hernia defect which had redeveloped at the inferior margin of the previously placed mesh (device #1). The inferior margin of mesh had curled and adhesions were freed up. A ventralex mesh (device #2) was placed through hernia defect as a underlaying buttress with previous mesh (device #1) using sutures.¿ on (B)(6) 2016 - patient was diagnosed with recurrent reducible incisional ventral hernia thereby underwent open repair with the implant of ventrio patch (device #3). Per op notes, ¿recurrent hernia above the previously placed mesh (device #1, #2) and adhesion were taken down. A round ventrio patch (device #3) was placed through the hernia defect as a buttress to previous mesh using sutures.¿